Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: delayed would healing. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 430cc mentor memorygel breast implant (right) and an unknown mentor gel implant (left) experienced right sided bakers grade iii capsular contracture with possible rupture post procedure. The capsular contracture was diagnosed by a physician. Additionally, the patient experienced bilateral delayed wound healing, and right sided hematoma. Several surgeries were performed to correct the symmetry, and ultimately bilateral prosthesis replacement with 495cc mentor memoryshape breast implants was performed on (B)(6) 2019. The right sided issues were reported initially under 1645337-2019-20918 (B)(6) 2019. On (B)(6) 2021 mentor received additional information and initial awareness of the left sided issues. This report relates to the left prosthesis.